Event description:
A vague report of the pump zeroing itself. The pump will not hold a program. The pump was set in the pca profile with a basal of 5.0 mg; bolus of 4.0 mg; lockout interval of 15 minutes; titration at 10.0 mg for basal and 4.0 mg per 15 minutes for bolus; no loading dose programmed. The facility's director of nursing questions if the pump changed its own program from a bolus of 4.0 mg every 15 minutes to 0.0 mg every 15 minutes. Also, the director of nursing questions if the pump changed from 5.0 mg/hr to 0.0 mg/hr by itself for the basal rate. There was no injury to the pt involved.